Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
The customer reported a ventilator with a high oxygen alarm. This event was resolved in-house by the customer. There was no on-site evaluation by the manufacturer. There was no patient involvement. The customer reported that the replacement of the oxygen sensor addressed and corrected the reported event.